Event description:
It was reported that a beta bionics ilet user experienced a hyperglycemic episode of 400 mg/dl blood glucose (bg) which was confirmed by glucometer. The user's last supply change was this morning, and she confirmed there was no damage or leaking insulin. She disconnected from the ilet this morning and had lunch while disconnected. The user reconnected an hour ago, and bg trended down to 335 mg/dl during the call with customer care. The user was advised to call back if any further assistance is required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.